Event description:
It was reported that the user experienced elevated blood glucose after eating breakfast, with a sensor value of 250 mg/dl and a confirmatory fingerstick of 220 mg/dl while using the ilet; the user declined waiting for further automated adjustment and proceeded with a full supply change, and no abnormalities were observed with the removed infusion set or site. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical intervention or hospitalization. Investigation included technical review of reported data and user troubleshooting and education. Investigation of this case revealed no device malfunction observed and use of the device outside of recommended guidance when the user declined to allow additional time for automated insulin adjustment. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device malfunction confirmed and user counseling provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.